Event description:
Patient having a turbt (transurethral resection of a bladder tumor), utilizing an olympus resectoscope. When cautery was activated, a spark was noted at the distal end of the cautery cord. Cord separated from plug.